Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was isolated to the u721 op amp component on the distribution node pca board shorting the 3.3v going into the tactile motor. The root cause for the shorted u721 op amp could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt latch does not communicate with monitor.